Event description:
It was reported that the patient experienced pain at the ipg site. As such, surgical intervention took place on (B)(6) 2022 wherein the ipg was repositioned in the same pocket addressing the issue. Reportedly, issue was resolved post operatively,

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3 - date of event and g3 - date received by manufacturer were inadvertently reported as (B)(6) 2022 in the initial report. Per additional information received, the correct date for b3 - date of event and g3 - date received by manufacturer is jan 12, 2022. Date of event is estimated.